Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a no delivery alarm and a motor error alarm. The customer stated a few months prior to the event, he put in a new battery and it alarmed no power and shut off. The customer's blood glucose level was unknown. The customer performed the displacement test and it passed. The customer was informed that the alarm was caused by a connection issue. The customer was advised to monitor the device and call back if problems persisted. Nothing was replaced or returned.